Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During insertion, upon first inflation, it was noted that the balloon ruptured at 6atm for 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole, 4mm proximal from the distal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material 4mm proximal from the distal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event of balloon material rupture was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the event description and considering the analysis of the returned device, it is most likely an interaction occurred between the balloon and the lesion's anatomical features which led to the reported event. The lesion was described as moderately calcified with the artery presenting moderately tortuous.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During insertion, upon first inflation, it was noted that the balloon ruptured at 6atm for 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6).